Manufacturer narrative:
The qc recovery showed outliers for crp, creaj and gluc as well. This is an indication of a technical issue. The alarm trace included frequent abnormal aspiration errors. This is a possible indicator of poor sample quality. The field service engineer adjusted the sample probe and replaced a sensor pressure assembly. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable crp4 c-reactive protein gen. 4 result for one patient with the cobas 8000 cobas c 701 module. The initial result was 0.00 mg/dl with a data flag. This result was reported outside the laboratory. The repeat result was 9.50 mg/dl. The second repeated result was 7.3 mg/dl and a corrected report was sent. The reagent lot number was 513255 and the expiration date was 31-oct-2021.